Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 478 mg/dl. Customer also reported failed battery and battery out limit alarm. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer experienced headache. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with syringes. Customer reported that the insulin exited at the quick release. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer stated that the insulin pump alarmed after battery change. Customer reported they were able to clear the alarm. Customer not able to complete rewound. Customer was advised that the insulin pump will need to be replaced. Customer was advised to revert to backup plan and treat per healthcare professional's instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. No button error alarm during testing. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. No frozen screen noted during test and time clock advances properly.